Event description:
It was reported that the pt experienced increases in daily dose with little change in symptoms. The pump "has a history of having more than 35 ml volume being forced in at refill". The hcp was concerned about the "functional performance of pump". The pump was explanted and replaced. There was no pt injury; the pt recovered without sequela. The baclofen concentration and daily dose were not reported.